Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, loading dose, route not provided), fortum (500mg/day, route not provided) and amikacin (100mg/day, route not provided). The event of peritonitis was resolving. Action taken with remedial therapies was not reported. Dianeal pd2 ultrabag therapy was ongoing. The nurse did not provide an assessment of causality for the event of peritonitis in relationship to dianeal pd2 ultrabag.